Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error alarm. The customer¿s blood glucose was unknown. Customer stated that the batteries would empty quickly and the cap was good and the batteries were new. The device will not be returned for analysis.